Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere and fell off due to friction with clothes. No further information available.